Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a vibratory alert for high, out of range high voltage lead impedance was observed. The patient was stable and will continue to be monitored via remote transmission.